Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing and inappropriate mode switch. The oversensing could be reproducing via provocative maneuvering. Lead damage was suspected, but could not be confirmed to be the cause of the reported event. The device was reprogrammed to resolve the event. The patient was in stable condition.